Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was used during a procedure on (B)(6) 2008. According to the complainant, the patient experienced continued incontinence, pain, and dyspareunia post procedure. The exact nature and date of onset of these symptoms are unknown. The patient had a portion of the sling surgically removed on (B)(6) 2011. The surgeon noted sight erythema around the mid urethra, but did not remove any of the irritated tissue since the vaginal wall was very thin and atrophic in that area. All other information is unknown. Attempts to obtain additional information have been unsuccessful.